Event description:
In 2004 at approx 5:51pm an alleged overinfusion occurred, a medley device was programmed to infuse lipids at 5cc/hr on a pt in their med surg unit and the infusion delivered 100cc in 4 hrs. The pt was transferred to the ICU as a result of the overinfusion. The facility has a policy not to release the device in these cases. The log showed an infusion set at 5cc/hr with a vtbi of 20cc. The infusion ran for 4 hr which would be correct. Bio med can find no fault with the device.